Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic living donor nephrectomy, the lower part of the pouch was torn, and the specimen came out of the pouch inside the body. The procedure was completed with another device. There was no patient injury.